Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419478, lead, implanted (B)(6) 2009; 407652, lead, implanted (B)(6) 2009. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had lost capture. The lead was programmed off per the decision by the physician. The lead remains in the patient and out of service. The patient is enrolled in (B)(4). No patient complications have been reported as a result of this event.